Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported right side deflation. The device remains implanted.

Event description:
Health professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and visual analysis noted a flat crease in the device shell. A leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was observed. Under microscopic analysis observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings are found in the device.

Event description:
The device has been explanted.

Manufacturer narrative:
Corrected information.